Event description:
It was reported that the pump reset unexpectedly. Customer reloaded the cartridge and resumed insulin delivery successfully. Customer¿s blood glucose level was 221 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43-62 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be verified. No pump was received for investigation therefore no evaluation could be performed for the unexpected reset allegation.